Event description:
The customer observed post upgrade to alinity system software v3.32, when they print two sample laboratory reports the first one has the correct information including sid, however, the second printout contains the previous sample laboratory report sid. Customer verifies the printouts with their lis and the lis results are correct. The customer noticed that for sample ID (B)(6) two sample reports were printed. The first printout contained the correct results and the second one contained the results for sample ID (B)(6). Both sample reports contained the same sample ID (B)(6) (the same header report) and the customer did not have a sample report printed for sample ID (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Update: further investigation into this issue found this incident was impacted by an issue identified in alinity ci system software v 3.4.0 or below, where when a printed report is requested from the sample status screen, an incorrect sample ID (sid) is printed on the second and any subsequent pages of a sample laboratory report if all the results for the sid do not fit on one page. The issue has the potential to generate incorrect results. The alinity ci system software v3.4.0 on the alinity scm, sn (B)(6), failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-ccorrected information in section g1 contact office address 1, contact office city, contact office postal code, contact office country, contact office first name, contact office last name, contact office e-mail, contact office phone number, contact office fax.

Event description:
The customer observed post upgrade to alinity system software v3.32, when they print two sample laboratory reports the first one has the correct information including sid, however, the second printout contains the previous sample laboratory report sid. Customer verifies the printouts with their lis and the lis results are correct. The customer noticed that for sample ID 510033841 two sample reports were printed. The first printout contained the correct results and the second one contained the results for sample ID 700218395. Both sample reports contained the same sample ID 510033841 (the same header report) and the customer did not have a sample report printed for sample ID 700218395. There was no impact to patient management reported.

Event description:
The customer observed post upgrade to alinity system software v3.32, when they print two sample laboratory reports the first one has the correct information including sid, however, the second printout contains the previous sample laboratory report sid. Customer verifies the printouts with their lis and the lis results are correct. The customer noticed that for sample ID (B)(6). Two sample reports were printed. The first printout contained the correct results and the second one contained the results for sample ID (B)(6). Both sample reports contained the same sample ID (B)(6). (The same header report) and the customer did not have a sample report printed for sample ID (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Additional information for patient identifier: (B)(6). All available patient information was included. No additional information was provided. Data and information provided by the customer were reviewed and support the complaint issue. Device history record review did not identify a nonconformance related to the complaint issue; however, a related event report was identified which describes the issue of a sample laboratory report error. Further investigation indicated there was no software requirement failure. A complaint review was conducted and found one additional complaint related to the current complaint issue. A review of the product monitoring review for alinity system software did not identify any trends associated with the issue. The alinity system operations manual provides adequate labeling regarding the configuration and printing of the sample laboratory report. Based on the investigation, no systemic issue or product deficiency was identified for the alinity ci-series system, (B)(4), or the alinity ci software v3.3.2.